Event description:
It was reported that during a recanalization procedure in the femoral artery through the contralateral approach, thrombus was allegedly stuck and blocked in the white gear inside the blue cage and could not be flushed away. It was further reported that there was abnormal sound when the extracorporeal irrigation was allegedly not drained and small amount blood clots flowed out with a syringe to remove the collection bag. Reportedly, dilator was used to enter the collection chamber and provoke the thrombus that could not be peeled off, and the tube was thrown to block the tube. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not returned for evaluation and a physical investigation was not possible. The user report contains information regarding mechanical jam of the catheter. The user provided images show a lot of bodily material inside of the catheter. Due to no physical sample or videos provided the reported malfunction can not be confirmed as images do not fully illustrate mechanical jam. Therefore, the investigation is inconclusive for the reported mechanical jam, retraction problem and flushing problem. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiry date: 05/2025), g3. H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in the femoral artery, thrombus was allegedly stuck and blocked in the white gear inside the blue cage and could not be flushed away. It was further reported that there was abnormal sound when the extracorporeal irrigation was allegedly not drained and small amount blood clots flowed out with a syringe to remove the collection bag. Reportedly, dilator was used to enter the collection chamber and provoke the thrombus that could not be peeled off, and the tube was thrown to block the tube. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2025) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.